Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and delivery accuracy test at 0.08740 inches. No under delivery anomaly or over delivery anomaly noted. The stop current and run current measurement tests are within specification. Device also passed self test, off no power alarm test .device uploaded properly using carelink. Device had intermittent button response on the express bolus and the act buttons due to flattened dome switches . No button error alarm noted. During visual inspection, the j2 keypad connector on the lcd/b was found locked properly. Device had minor scratched display window, cracked battery tube threads, cracked case at the reservoir tube window corner, cracked and scratched reservoir tube window, cracked reservoir tube lip, debris on the end cap and a stained end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's father reported via phone call that they were hospitalized due to diabetic ketoacidosis and high blood glucose on 4/30/19 with blood glucose of 460 mg/dl. Blood glucose value when admitted into hospital 420-430mg/dl. And 595mg/dl. The customer experienced symptoms such as nausea and vomiting. The customer was treated with manual injection. The customer states pump is not working. The insulin pump will not be returned for analysis.